Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt balloon on the vasoview 7 xb burst inside the pt. No debris fell inside the pt. However, the skin tore at the incision about 1 to 2 millimeters. The small tear was closed with the incision. The case was completed using a vh-2004 accessory kit. The hospital did not report any additional pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Internal complaint number - (B)(4).